Event description:
Customer rec'd discrepant total bilirubin results for two infant pt samples starting on (B) (6) 2009. Only the following pt example was determined to be discrepant which occurred on (B) (6) 2009: original result from sample poured off in hitachi cup gave 27.0 mg per dl; repeat gave 14.2 mg per dl. Sample was repeated a second time giving 15.4 mg per dl and was accompanied by a data flag. Initial result was not reported. Pt not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a cause. He noted that he checked the sampling system, rinse mechanisms, stirrers, reagent system with no problems found. Ran a 10 sample precision study to verify analyzer performance.